Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving morphine 13.5mg/ml at a dose of 2.4mg per day via an implantable infusion pump. The indications for use were noted as malignant pain and spine/back. It was also noted the patient was in an airplane accident that resulted in a spinal cord injury. It was reported that over the last month, since approximately (B)(6) 2015, the patient's pain had been getting worse and their managing hcp had been increasing his daily morphine dose with minimal to no pain relief. The pump was interrogated by the hcp "with alarms or warnings showed". The hcp then decided to do a pump radioactive dye study. The study apparently showed a leak at the catheter and pump connection site. The hcp then decided to replace both the catheter and place a new pump "for theatre the as well". The issue was considered resolved at the time of this report. The patient's status at the time of this report was listed as "alive - no injury". As of the morning of (B)(6) 2015, the patient was doing "good" with the new pump with no apparent problems other than routine post-surgical pain which is captured in a different event. The device system would not be returned as the customer discarded it. Additional information has been requested to confirm no alarms or warnings appeared following pump interrogation as well as to clarify what "for the theater the as well" meant but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a company representative. There were no warnings or alarms on the pump that the reporter was made aware of. Regarding what was meant by the previously reported statement "for the theater the as well", it was noted the hcp "did not want to take any chances with the pump possibly malfunctioning," and wanted to start over with everything new.